Event description:
Procedure: unknown; according to the reporter: the first procedure was performed in late (B)(6). The additional procedure of open surgery was required on (B)(6) because the reaction against the foreign material was observed. Then the customer confirmed the conglutination and twitch in the seromuscular part that had been sutured by use of the concerning product and others. The patient current status: unknown. Operating time not extended. Tissue damage: yes. Nothing fell into the cavity. No bleeding. The customer could not identify exactly the product ID that could cause the adverse event but reported it might be gsj37m or gsj63m.

Manufacturer narrative:
(B)(4)